Event description:
It was reported that the pt complains of pain. Pt is scheduled for an upcoming revision.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.